Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Reportedly, the pump settings needed to be adjusted due to the customer having a kidney transplant. Emergency services were called and customer was treated with intravenous glucose. Additionally, the customer consumed carbohydrates. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.